Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the bolus button cover is detached/missing. Investigators were unable to verify bolus button responsiveness due to bolus button cover missing. The display is dim/fading/reddish. The keypad cover is intact and contrast/ down/up buttons respond intermittently. Evaluation revealed that there was contamination found under contrast/up/down contacts. Evaluation also revealed that the vibratory alarm is not operational. The pump case was removed and the vibration motor was found misaligned. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under the buttons. This report is made based on results of investigation completed on (B)(6) 2015.